Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop labels were missing from three bd ultra fine¿ insulin pen needles. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned 19 pen needles (nine open without the tear drop label, ten sealed) with the shelf carton from lot # 7139702. Customer states that the tear drop label was missing. All open pen needles were examined and all exhibited a heat stake on the outer surface of the outer cover. This indicates that these samples were properly sealed during the manufacturing process. No defects were observed on any of the sealed samples. A lot history review for lot 7139702 cat no. 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for missing tear-drop label concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.